Event description:
It was reported that the right atrial (ra) lead was experiencing high impedance. The lead was reprogrammed to vvir mode to compensate and remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196, implantable pacing lead, (B)(6) 2013; 6947m, impantable defib lead, (B)(6) 2013; d314trm, bi-ventricular (bi-v) defibrillator, (B)(6) 2013. (B)(4).